Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze and the nurse had to restart the cns. As of right now there are no reports of patient data being lost, but the customer is going to verify with the nursing staff. Crash dump files and log files are being physically sent in for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns froze.

Event description:
The customer reported that the cns froze.

Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) reported system froze and caused data loss on main unit pu-621ra for cns-6201a with (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that cns froze and crashed. There was no loss of data reported. However, the log files of the unit were submitted by the customer to nkts. Nkts requested qa for further evaluation. Investigation result: nature of complaint: cns freezing caused data loss. Complaint pattern: review of device history found no similar incidents on cns freezing or data loss. Review of customer's account found following one similar incident on cns freezing but none on data loss. Details of cns freezing is described as below: ticket# (B)(4) with notification # (B)(4): on (B)(6) 2017 customer reported cns froze and caused data loss on pu-621ra with (B)(6). Root cause of the issue was identified to be communication loss by the customer as referred from event list. Review of device family history pu-621ra, found following 33 similar issues have been reported as of jan 8, 2020 with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) reported issue of cns freezing for 20min then rebooted on pu-621ra with serial# (B)(6). · ticket# 67480 ((B)(4)): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing - configured hard drive on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) reported issue of central nursing station freezing up, display message says cns hard drive corrupt on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) reported issue of unit was freezing and stuck in boot loop on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) hospital attn: accounts payable reported issue of display freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) reported issue of system freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) reported issue of pu-621ra intermittent freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2019 customer at (B)(6) medical center reported issue of cns will freeze on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) hospital reported issue of central is freezing up on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) medical ctr reported issue of device freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) reported issue of device freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) shared services ap sso reported issue of intermittent freezing issues on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra screen freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra keeps freezing up on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns stuck at splash screen on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) reported issue of cns froze on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns constant freezing up on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing and crashed on pu-621ra with serial# (B)(6). · ticket# (B)(4) ((B)(4)): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2017 customer at (B)(6) reported issue of system freezing and caused data loss on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2017 customer at (B)(6) med ctr. Reported issue of monitor freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2017 customer at (B)(6) medical ctr reported issue of system freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2017 customer at (B)(6) hospital reported issue of cns keeps freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2017 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2017 customer at (B)(6) medical center reported issue of device has been intermittently freezing. On pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) med ctr reported issue of cns randomly freezes and system message re: corrupted file on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns froze and would not boot into windows on pu-621ra with serial# (B)(6). · ticket# (B)(4)((B)(4)): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns froze at the splash screen after the fan was cleaned on pu-621ra with serial# (B)(6). Root cause analysis method and result: root cause analysis method: [?] Fish bone / cause and effect / ishikawa diagram for cns screen freezing, to identify possible causes: · machine: o defective fan o hard drive / disk failure o antivirus software in compatibility / virus in system o software in compatibility / windows incompatibility o inherent limitations like limited battery capacity, etc. · material: o defective ups causing sudden shutdown o defective cables o defective touch screen of the unit. · method: o process / frequency of rebooting is not as per specification o lack of / no preventive maintenance o using power strip or extension cords o process of usage by user. · person: o over loading system o lack of user education on limitations of unit o accidently unplugging the unit o ignoring alert messages. · environment: o network connectivity o frequency of power outage o uncertain duration of power outage o temperature or moisture surrounding the unit. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Per cns-6201a operator's manual, the expected service life of the cns is 5 years (except for periodical replacement parts). Note: cns-6201a model was discontinued on 04/01/18 in mmbex 069 [a] due to the introduction of cns-6801a. Support for the unit will continue for a minimum period of seven years. Qa initiated investigation request of complaint from manufacturers of the unit, i.e. Nihon kohden corporation, japan on march 15, 2018 after collecting logs from ts and inquired about the possible cause of cns freezing. The unique ID of investigation request of complaint from manufacturers of the unit, i.e. Nihon kohden corporation, japan for this issue was: (B)(4). The warranty of cns device expired on 08/28/2018. Result: root cause of the issue as per the logs shared by the customer was determined to be user error as there were two alarms reported in the logs at the same time of reported issue. The reply from manufacturer of main unit of cns, pu-621ra-c with serial# (B)(6), was as below: <investigation results> as the result of log analysis, it was confirmed that a monitoring tool was rebooted to make the system normal as the system was overloaded by some reason. <future countermeasure> we could not identify the cause of the over loaded system by the log analysis, but since some kind of hardware malfunction is suspected, please conduct inspection. Result: root cause of the issue was identified to be due to overloading the system. However, the reason for over loading could not be identified as customer stopped communicating after being notified of the response from manufacturers. The warranty of the device expired on 08/28/2018. Risk assessment: as documented in the quality complaint investigations work instruction, with document ID: sop06-075, · severity of the issue: major. O rationale: if the cns was monitoring bedside monitors; there would not be a total loss of monitoring as monitoring and alarms continue at the point of care. Neighboring beds on the cns can be monitored via interbed on other bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's. If the cns were monitoring telemetry patients a total loss of monitoring would occur and based on the downtime, there could be a delay in treatment or associated harm. To lessen downtime; neighboring beds on the cns can be monitored via interbed on another bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's in addition, consignment equipment can be placed in service. The cns in question should be removed from service and sent for exchange and repair. Would it be likely to cause or contribute to a death or serious injury, if the malfunction were to recur? Potentially - yes for telemetry patients and no bedside patients · probability of the issue: unlikely. O rationale: the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 8, 2020. Out of 33046 records, 33 similar issues have been reported with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". Total number of pu-621ra sold till jan 22, 2020 is 1206 in the us since 2014. The missed alarm issue has a rate of occurrence at 2.73%. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. Investigation conclusion: root cause of the issue was identified to be due to overloading the system. However, the reason for over loading could not be identified as customer stopped communicating after being notified of the response from manufacturers. The warranty of the device expired on 08/28/2018. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued and the ticket will be updated once more conclusive information is available additional information: b3. Date of event (corrected); b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.